Event description:
This procedure was performed in (B)(6). The procedure was sfa angioplasty. After inflation of the evercross pta balloon in the lesion, the balloon would not deflate. The physician used high negative pressure but it did not deflate. The physician pulled back the balloon slowly toward the common femoral to remove the balloon and the sheath together. The physician used a scalpel to increase the size of the puncture of the sheath to get out with the inflated evercross balloon.

Manufacturer narrative:
A review of the manufacture records for this device was conducted and did not reveal any discrepancies relevant to the reported event.